Event description:
It was reported that during surgery the pt's aorta was ruptured, reportedly as a result of a screw being malpositioned and slipping forward. The pt survived the case but was transferred to a nearby community hospital, where he died the next day from complications related to the ruptured aorta.